Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 using cooladvantage, coolmini to two lower abs, chin, and on (B)(6)2016 using cooladvantage to the hip area and inner thighs and, on (B)(6)2016 using cooladvantage applicator to the bra area and, on 30-may-2017 using cooladvantage, coolcurveplus to the upper bra who developed paradoxical hyperplasia (pah/ph) 6-8 months after treatment. On(B)(6)2018 the patient was assessed by a physician who diagnosed the submental neck, inner thighs, anterior abdomen, bra rolls with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 using cooladvantage, coolmini to two lower abs, chin, and on (B)(6) 2016 using cooladvantage to the hip area and inner thighs and, on (B)(6) 2016 using cooladvantage applicator to the bra area and, on (B)(6) 2017 using cooladvantage, coolcurveplus to the upper bra who developed paradoxical hyperplasia (pah/ph) 6-8 months after treatment. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the submental neck, inner thighs, anterior abdomen, bra rolls with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.